Manufacturer narrative:
Evaluation summary: analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that the patient had symptoms of syncope as the pacemaker had a pacing problem. The pacemaker was having four to six second pauses post atp (anti-tachycardia pacing) therapy and continued pauses post vvi (single chamber fixed rate) back up programming on. The ra (right atrium) atp was programmed off and the pacemaker remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.